Event description:
The customer reported to intuvie that the "nurse call keep on and will not shut down". There was no patient involvement.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. An investigation of the device was performed and identified failure modes: constant nurse call light, battery does not charge completely, wrong software. In the factory settings, alarm volume was initially set to r (as opposed to high, med, or low) which is not a setting that conforms to performance specifications. The device was not performing to specification. The pump was transferred to the servicing team. Reference to complaint # (B)(4).

Manufacturer narrative:
A pump was reported to be "trying to pump air into a patient." An investigation revealed that the device passed all functional and appearance checks, with no issues found during testing. However, it was observed that the caution and ac input labels were covered by third-party labels. A device history record (DHR) review showed no similar complaints reported. The root cause is unknown. Reference to complaint #(B)(4).